Event description:
It was reported that the pump's syringe plunger was not functioning. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked in the back and the syringe guide was broken and pin was broken off the size pot. A review of the event history log identified invalid syringe size alarm in history, thinking that is what customer was talking about. The reported issue was confirmed during the visual inspection. The root cause of invalid syringe size alarm in device history was customer induced. The customer broke the guide and the size pot pin during disassembly or reassembly of the device. Replaced barrel clamp guide and size pot.